Manufacturer narrative:
Correction: d4 updated UDI number. Additional information: no other complaints were noted for cutting problems in lot x4408. The root cause of this complaint could not be determined as the complaint unit was not available for analysis. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Corrections: investigation findings 1. Investigation conclusions 1. The root cause of this complaint could not be determined as the complaint unit was not available for analysis. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Manufacturing and sterilization records for bl5423wv, lot x4408 were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in china reported the vitrectomy cutter was not cutting when during surgery; however, aspiration continued. There was no patient injury.

Manufacturer narrative:
The product evaluation has been completed. One opened bl5423wv pack from lot x4408 was returned. The expiration date on the label is 2024-nov-14. The 23ga vitrectomy cutter was lying loose on the top of the pack components. The tip protector was returned, but was not on the cutter. The needle was not bent. The port window was in the opened position. The tubing and needle was clean and dry. The tubing on the collection cassette was also clean and dry. The assembly does not appeared to have been used, though the components had been repacked and the tubing was not coiled as originally manufactured. The back cap on the vitrectomy cutter was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and aspirated as intended. The root cause of this complaint could not be determined as the returned device was operating as expected. The reported problem was not duplicated. This investigation is complete.